Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mcs tip cover accessory and completed the failure analysis investigation. The accessory was analyzed and was found to have tearing at the mouth where the scissor tips exit 1.62" from the proximal end where the instrument inserts from. The tear is axially aligned with the tip cover and measures .195¿ in length. There were no signs of thermal damage present at the end of any tears. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) tip cover accessory was torn. Isi followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was inspected prior to use with no issue. The tip cover was damaged from the clear part to the gray part. No arcing was observed. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. The orange surface was not visible. The tip cover was not installed beyond the orange surface. Installation tool was used. Lubricant was not applied.